Manufacturer narrative:
The insulin pump passed self test and displacement test. The insulin pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. The device was received with scratched case, minor scratched lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received post reset ram crc alarm. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. The customer was reported that the alarm did not occur immediately after a battery change. The insulin pump will be returned for analysis.